Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The device logs confirmed the occurrence of a system fault 65 indicating the program data was corrupted. Based on the evaluation and previous investigations of similar complaints, it was determined that the system fault was due to an isolated software error. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf65). The device was not in use when the fault occurred therefore there was no patient involvement.